Manufacturer narrative:
The reported event that the patient had psychological problems after removal surgery could not be confirmed, since no evidences have been provided. Based on investigation, it was excluded that the root cause is device related. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The (B)(6) hospital of (B)(6) reported a medical incident product complaint. On (B)(6) 2013 had calcaneus fixation surgery, interoperable everything was normal, all in accordance with standard operating manual operation. Agents to guide doctors to use equipment was all normal. Intraoperative scan imaging was normal. On (B)(6) 2014 the fixed screw removed after the operation. Implant surgery and removal was successful, but after surgery patient had some psychological problems. She think that the surgery affected her life, she sued to the court, asked to provide the quality inspection report.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Third party identification.

Event description:
The first people's hospital of shengzhou reported a medical incident product complaint. On (B)(6) 2013 had calcaneus fixation surgery, interoperable everything was normal, all in accordance with standard operating manual operation. Agents to guide doctors to use equipment was all normal. Intraoperative scan imaging was normal. On (B)(6) 2014 the fixed screw removed after the operation. Implant surgery and removal was successful, but after surgery patient had some psychological problems. She think that the surgery affected her life, she sued to the court, asked to provide the quality inspection report.